Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported there were air bubbles in her insulin cartridge. She stated that she changed the insulin cartridge this morning and there were no air bubbles present at that time. She stated the adapter was changed within the past 2-3 insulin cartridges, the luer connection was not too tight, and she did not use cold insulin. She was assisted with priming the bubble from the system. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.